Manufacturer narrative:
(B)(4). Product not yet returned for eval.

Event description:
Consumer complaint of low blood results. "(B)(6)," a friend of the customer, states that the customer feels well and requires no med attention. Customer's expected blood results are 70-100 mg/dl fasting. Verified the strips expire 8/15/2017. Customer confirms the strips are stored in the bathroom and were first opened (B)(6) 2015. Reviewed meter memory; no adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter, returned test strips produce low results on 270 level. The root cause of the low results are due to scratches across the substrate. Correction of the event date (B)(6) 2015.

Event description:
Consumer complaint of low blood results. "(B)(6)" a friend of the customer states that the customer feels well and requires no medical attention. Customer's expected blood results are 70-100mg/dl fasting. Verified the strips expire 08/15/2017. Customer confirms the strips are stored in the bathroom and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). No adverse event reported.